Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient underwent mesh revision/removal between 2004 ¿ 2006.

Manufacturer narrative:
It was reported that following insertion the patient experienced bloody discharge and nocturia.

Event description:
It was reported that following insertion the patient experienced bloody discharge and nocturia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. Although it was not listed on the complaint, according to the implant record boston scientific repliform was also implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2007, due to scar tissue. No additional information was provided.